Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and the usb cable could not charge pump. Customer used another cable and pump was charged with no issues. Customer's blood glucose was 126 mg/dl.